Event description:
It was reported that during a vascular access intervention therapy treatment procedure, a balloon rupture occurred. The target lesion was 99% and located in the severely tortuous shunt vessel. The physician advanced a 5.0x20mmx80cm sterling balloon to dilate the lesion and encountered resistance. The sterling balloon was inflated but the pressure did not increase. The physician noted blood was present in the inflation device. The physician suspected the balloon ruptured and removed the sterling balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).